Event description:
According to the complainant, the attending physician indicated that the easypump 2 infused the cytostatic mixture in half the planned treatment time with an additional occurrence of the unit administering the treatment in a quarter of the scheduled treatment time. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.